Manufacturer narrative:
The manufacturer participated in the same proficiency survey using d-04 2015 cap survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. An ID of shigella was also attained on two additional tests using rapid negative panels . Also, the sample was tested on an analytical profile index (api) strip as a reference test method. A low probability ID of shigella sp. Was attained. Please refer to medwatch report number 2919016-2015-00008 for a report of a similar event which occurred on (B)(6) 2015. MDR numbers 2919016-2015-00006 and 2919016-2015-00007 were filed for the ID discrepancy observed during internal testing. The cap proficiency survey report is still outstanding for this isolate, therefore unable to confirm correct ID of the organism. (B)(4).

Event description:
The customer reported obtaining two different biotypes for the non-lactose fermenter organism in a proficiency survey stool specimen on the walkaway (wa) 40si instrument using negative breakpoint combo 47 panel type . The isolate in question was identified as d-04 2015 cap survey isolate. Identification (ID) of leminorella sp. 93.14% on initial test and upon retest, shigella sp. 99.30% was attained. The only difference reported between the two panels was the cephalothin (cf8) well, which was positive on the initial test and negative on the repeat panel. Another repeat, date was unknown but believed to be on or around (B)(6) 2015 resulted in an ID of leminorella 93% there was no patient involved as this was a proficiency survey isolate.

Manufacturer narrative:
The cap survey was received confirming the identification of the(B)(6) isolate as shigella boydii.